Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device. The device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Correction: there was no device failure as previously reported.